Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand for investigation. An e-mail requesting missing device data information was sent on december 15, 2016 to the author of the article. An e-mail was received in response from the author, carsten perka (md), on december 16, 2017. He wrote that he was unable to answer our questions as the evaluation happened 18 years ago. However, based on the available information the investigation is conducted with outcome as follows. Device history records (DHR) review results as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis a trend analysis could not be performed as no item number was available. Event summary: in the journal article it is reported about one case of infection/septic loosening. Review of received data - clinical review of received journal/article: the received journal/article was thoroughly reviewed and can summarized as followed: considering the involved patient population and the results of the study, zimmer biomet can support the author¿s conclusion on this study. For the time being, the provided patient benefit clearly exceeds the potential patient risks and therefore usage of the burch-schneider cage is fully justified for patients where implants that allow bone integration cannot be implanted. Devices analysis: a device analysis could not be performed as no product was returned to zimmer biomet for in-depth analysis. Root cause determination using dfmea: - infection due to failure of packaging due to insufficient sterile barrier within sterility guarantee. => possible: with the given information it cannot be excluded. - infection due to failure of sterilization procedure due to supplier process. => possible: with the given information it cannot be excluded. - sepsis, due to product use beyond expiry date. ==> possible, as it is not know if the product was implanted according to patient labels/prior to expiration date. - sepsis, due to implant contaminated during handling. ==> possible, as handling of the product during operation is out of zimmer biomet control. - infection due to failure of sterilisation procedure due to design of the device. => not possible: a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process post market surveillance. - infection due to proposed resterilization procedures in IFU do not provide sterility. => not possible: as adequate sterilization process is described in IFU. - transmission of infectious agents, infection due to reuse of the device which is intended for single use. => possible: with the given information it cannot be excluded. Conclusion summary: neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Due to significant lack of information, determine one specific root cause for the event report. Considering the available information, we consider the following as most probable root cause: - implant contaminated during handling in hospital/or as this is out of zb control. However, based on the information available for the investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported in a journal article, that a patient was implanted with b-s reinforcement cage hip implants on an unknown date. One case of infection/septic loosening was reported. (Perka, carsten and ludwig, ralph: reconstruction of segmental defect during revision procedures of the acetabulum with the burch-schneider anti-protrusio cage, in: the journal of arthroplasty (2001) vol. 15 no. 5.)